Manufacturer narrative:
The initial report indicated that the customer was not returning the unit for evaluation. The customer instead returned the power charger for evaluation. The evaluation of the power charger concluded there was no fault with the device. The customer was advised to return the pd2000. A complete evaluation was performed on the pd2000. This follow-up report is reporting the pd2000 evaluation results.

Event description:
Complainant alleged that the staff was attempting to monitor 65 yr old male pt with the device on battery power, but the device displayed a "low batt" message on the monitor screen and that the device then shut off. The complainant indicated that the staff was able to obtain another devcie to monitor the pt, and that there were no averse effects on the pt as a result of the reported malfunction.